Event description:
It was reported by the customer that their insulin pump was alarming button error and that they are unable to clear it. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 256 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms or display ramping on its own anomalies were noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window. Insulin pump received with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.